Manufacturer narrative:
Evaluation of returned device confirmed reported condition. Decision was made to recall based on an assembly issue that was determined as part of an internal investigation. (B)(4). This report submitted april 14, 2011.

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2011. During the procedure, an acetabular shell was opened and it was determined that the locking ring was incorrectly oriented. A second acetabular cup from a different lot was opened and also found its locking ring to be assembled incorrectly. The locking ring in the second shell was reassembled to the correct orientation and implanted. A delay of more than half an hour occurred.